Manufacturer narrative:
The customer indicated the device was discarded. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
Report 2 of 2. The customer contact reported an adverse event while the device was in use. This is a combination product that is being reported for the drug portion of the product. The contact reported that the homecare patient received an unspecified volume of heparin lock flush solution, usp 100units/ml (expiration date: 03/01/2009) to a flush a broviac catheter. It was reported, the patient developed a severe headache. At an unknown date, the patient was diagnosed with intracranial hypertension and lasting visual problems. The patient has been hospitalized six times. The use of heparin was discontinued and the broviac catheter was removed. No further medical interventions were not reported. It was reported that the patient is still recovering and improving. Though requested, no additional information was provided.